Event description:
The device involved in this MDR report was implanted in 2004; during scheduled follow-up in early 2008, the device settings were unexpected (they were different from the programmed ones); after re-programming, the device operated correctly. Two months later, the device could not be interrogated and no magnet response was observed. Therefore, it was explanted. This device was listed in the field safety notice issued in october 2005 (group no.1). This was recorded under recalls in the united states.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.